Event description:
It was reported that an unspecified quantity of exactamix 3000 ml eva tpn bags leaked at the yellowish port (where the bag would be spiked). The issue occurred after compounding, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6 h4: device manufacture date - the lot was manufactured between may 8-9, 2024 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.